Event description:
This patient, with a history of hypertrophic cardiomyopathy, is followed by a cardiologist in boston. Three years ago, he had a dual-chamber ICD implanted with fidelis lead. This fractured, resulting in multiple shocks, which were only controlled by removal of the device. The lead was retained and another fidelis lead implanted. This lead was subsequently recalled. The patient was brought to the operating room where standard monitoring and general anesthesia were safely and uneventfully induced.the surgeon found a capped, abandoned, and retained fidelis lead implanted originally three years ago, and he found another fidelis lead within the header of the device. This was implanted two years later. Both of these leads were freed and dissected down to their insertion sites. The older of the two leads, was removed in its entirety without difficulty. The newer of the two leads, could not be removed in this fashion. Accordingly, the lead was amputated and a #1 laser locking stylet was passed on the length of the lead. Using a laser, the surgeon was able to remove this lead in its entirety without difficulty.